Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative (us): impella 5.5 was inserted via unspecified axillary/subclavian artery in a patient of unknown age and gender for acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was not reported. Concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO) was utilized for mechanical circulatory support with impella 5.5 to provide left ventricular unloading. During support, the perfusionist reported blood exiting from the red impella plug located between the upper and lower device units. Based on the reported concern, replacement of the impella 5.5 device was recommended. The affected impella 5.5 was removed and replaced with a second impella 5.5 device to continue left ventricular unloading while on concomitant va-ECMO support. The event resulted in device revision/replacement and required an additional device. The clinical event was reported as major bleeding. Device flow parameters, purge solution, laboratory values, and coagulation studies were not reported. The replacement impella 5.5 was successfully implanted and continues to provide ongoing support. Based on the available information, the reported blood leakage from the red impella plug is consistent with device performance not as expected and resulted in device replacement. The event required an additional impella 5.5 device and continuation of support with concomitant va-ECMO. The patient remains on support, and the post-procedure outcome remains ongoing.